Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and treatment for the event were not reported. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient recovered from the peritonitis. At the time of this report, the pd therapy was ongoing. No additional information is available.